Event description:
Conmed (B)(4) reported on behalf of their customer that the device, 60-5274-132, stealth 32 lhook lap elec pkg was opened in pre-operative testing on (B)(6) 2022 for an unknown procedure when it was reported ¿that the tip of electrode was broken, so the customer replaced it with the new device. Confirmed that when the customer opened the package, they found that the tip of electrode was detached from the cannula.¿ the device was not used on a patient. This incident did not occur while in the sterile field. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Reported event of the tip not attached to the device when the package was opened is confirmed. Received one 60-5274-132 in opened original packaging. Lot number was verified. Performed a visual inspection, the l-hook electrode is not attached to the device. Soldering is present on the on the l-hook. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review was conducted and found 2 similar events reported for this lot number. A two-year review of complaint history revealed there has been a total of 17 reports, regarding 22 devices, for this device family and failure mode. During this same time frame 337,780 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00007. Per the instructions for use, the user is advised the following: examine the device prior to use for damage. Do not use if damage is found. These electrosurgical suction/irrigation instruments should only be used by surgeons trained in surgical endoscopy according to established hospital protocol. To avoid potential damage to trocar seals and to the electrosurgical tip, always slide the tip shield in the covered and locked position during insertion into the trocar cannula. Misuse of this or any other electrosurgical device can result in a patient injury. Read and become familiar with all instructions and directions before using this device. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device, 60-5274-132, stealth 32 lhook lap elec pkg was opened in pre-operative testing on 27jan22 for an unknown procedure when it was reported ¿that the tip of electrode was broken, so the customer replaced it with the new device. Confirmed that when the customer opened the package, they found that the tip of electrode was detached from the cannula.¿ the device was not used on a patient. This incident did not occur while in the sterile field. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.